Event description:
It was reported that the customer's insulin pump was in the sun and it got hot. The caller stated that she put the device in the refrigerator and then it started to alarm no delivery. The mother called back and stated that the customer was in the emergency room due to high blood glucose, but later it dropped. The mother did not feel comfortable and requested a replacement. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unexpected no delivery alarms during the displacement test and no reservoir was installed. Problem isolated to the force sensor. Further testing could not be performed due to no delivery alarms. All operating currents were within specifications. No damage found on the electronic assembly.